Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly inspected and analyzed. Analysis indicated that the programmer does not switch on. Visual inspection noted an electrical overstress in the input/ output printed circuit board (I/o pcb). The touch screen and display bezel were replaced. The programmer was repaired and the issue was resolved. The device manufacture date for this product is march 30, 2006.

Event description:
Boston scientific received information that this programmer blew up and a burnt plastic smell was noted after an electrical crackling sound was heard. The programmer could not be turned on thereafter. This programmer will be returned. No adverse patient effects were reported.